Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped, and the touchscreen is now shattered and unresponsive. Customer had elevated blood glucose levels (370 mg/dl). Customer delivered a bolus via insulin pens to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.